Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. Based on the image, a broken curved blade is observed.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the front end of the harmonic ace instrument fractured and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure. The customer used a backup harmonic ace instrument to complete the procedure robotically.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 0.4470" x 0.0880" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.